Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's left eye, however, was removed during the same procedure as the haptic was bent/ broken. Another j&j lens of same model and diopter was used as the replacement. The patient has recovered. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received loose inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received with a cut to the optic body and that one of the haptics was detached. The lens was cleaned and, a divot on the spare tire was observed. No further issues were identified. Conclusion: the reported complaint issue could not be confirmed. However, the observed issue is similar to the reported complaint issue and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.